Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, there was a capsular bag tear while rotating the iol into position due to a peripheral crack. Though requested, no further information has been provided by the reporting facility.